Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a loose connection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during dwell four of four while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was found that there was a loose connection to the heater bag. There was no patient injury or medical intervention in association with this report. No additional information is available.